Event description:
A 30-yr-old female outpt was undergoing dilatation and curettage on 8/24/93. During the procedure, the attending physician noticed that he was not obtaining any uterine contents. When he removed the device from the pt to evaluate the problem, he noted that the tip had broken off. Laparoscopy was performed; tip retrieved. Hemostat applied to uterine perforation. The pt was admitted to the hosp for observation for 24 hrs and IV antibiotics.09/02/age on 8/24/93. During the procedure, the attending physician noticed that he was not obtaining any uterine contents. When he removed the device from the pt to evaluate the problem, he noted that the tip had broken off. Laparoscopy was performed; tip retrieved. Hemostat applied to uterine perforation. The pt was admitted to the hosp for observation for 24 hrs and IV antibioticsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.